Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened with therapy. The cause of the event was unknown. It was reported the patient was hospitalized for the event and had surgery as treatment for the umbilical hernia. The patient was discharged six days after admission. At the time of this report, the patient was recovering from the hernia event. On an unreported date the patient was doing back up hemodialysis; however, it was reported pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Three months after the onset of the hernia, the hernia worsened and the patient was admitted to the hospital due to the ¿worsened abdominal hernia¿ and another indication. Treatment was not reported. On an unreported date, in the month following admission, dianeal therapy was discontinued. On an unreported date, the patient was placed on hemodialysis. At the time of this report, the patient remained hospitalized and the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.